Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that active patient (B)(6) was operated on (B)(6) 2020 for kneecap lowering. During a postoperative control after 6 months from initial surgery, discovery of broken screw without clear trauma. Revision required.